Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was vomiting, uncomfortable and having abdominal pain. The wife took him to the emergency dept around 10am, no treatment mentioned. When they arrived at the emergency room (ER) checked, the egv was 250 mg/dl and 390 mg/dl from the bg fingerstick. He was given IV fluid anti nausea meds and insulin there before they left the healthcare facility that same day. He stayed in the hospital few hours. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.